Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm cann. Quick release driver tip was examined visually under magnification. Some discoloration was observed on the driver tip. The edges of the hex feature was slightly twisted. The driver tip was made with a drawing revision before the 3 degree stick fit ramp was removed in rev ab. The "stick fit" features rely on interference between driver and screw for retention and can be confounded by the presence of additional material in the hex recess. The increased stick could also be attributed to the torsional deformation of the driver tip, leading to increased purchase inside the screw recess. Though the screw is meant to be self-tapping, if it is met with increased resistance in the bone, there can be tightening between the driver and screw. With the changes in rev ab, the ramp feature is removed and the hex width is slightly reduced. With no ramp, the width of the hex tip doesn't increase and risk getting stuck in the screw. Functional testing was performed. The driver could be inserted and removed from the screw by hand. Due to unknown procedural conditions, no definitive conclusion on the cause of the incident can be made.

Event description:
It was reported that during the procedure when the surgeon removed the screwdriver from the screw after inserting the screw, the screw was pulled out from the bone due to the strong fixing force between the screw and the screwdriver. The screw was used for the talus. Because of the larger hole in the bone, the surgeon could no longer use the micro screws. Therefore, he switched to the mini screw. This report is related to report numbers 3025141-2022-00104 and 3025141-2022-00106 which are for the other devices involved in this event.